Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. No motor error alarms noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer also reported a motion sensor test failure alarm. The customer stated they changed the battery and rewound the insulin pump, but the motion sensor test failure alarm was recurring. The customer's blood glucose was 126 mg/dl at the time of incident. Customer did not expose the insulin pump to a high magnetic field. The customer also reported cracks present on the outer corners of the insulin pump's display. Customer was unsure how the damage occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.